Manufacturer narrative:
Concomitant medical products: 1000ml b.braun bag ndc (B)(4), lot number j7j798, exp 01/20 0.9% sodium chloride. 250 ml b.braun bag ndc (B)(4), lot number j7j272, exp 07/19/2017, trastuzumab sodium chloride 0.9%). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The secondary bag was to infuse herceptin 474 mg/sodium chloride 0.9% 250 ml, vtbi 272.57 ml over 90 minutes. The primary bag was to infuse sodium chloride 1000 ml at 150 ml/hr. No patient or user harm occurred as a result of the event.

Manufacturer narrative:
The customer¿s report of leakage at the secondary-to-primary tubing connection during an infusion was neither confirmed nor replicated. With the secondary set y-ed into the uppermost smartsite of the primary set as received, both functioned effectively throughout visual and functional investigational testing and did not show any indication of a leak. The root cause was not determined for the reported failure.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a herceptin leak at the secondary luer connection to the primary line at the end of a patient infusion. No patient or user harm occurred as a result of the event.